Manufacturer narrative:
Additional information was requested and the following was obtained: please provide specific information regarding wound cleaning performed by surgeon. Was there any infection? How treated? I don't have detail. There is no infection.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide specific information regarding wound cleaning performed by surgeon. Was there any infection? How treated?

Event description:
It was reported that a patient underwent a transvaginal cervical cognization on an unknown date and suture was used. Post-op, it was noted that suture absorbed not well. The surgeon cleaned the wound and the patient condition turned better. There were no adverse patient consequences reported. Additional information has been requested.